Manufacturer narrative:
The other adverse events issues questionnaire was reviewed for potential causes of the reported issue. Based on this review, the device was implanted in an off-label location as it was implanted in the patient's cheek for facial pain. Per the freedom peripheral nerve stimulator system implantation of neurostimulator instructions for use, 05-30200 rev 7, "the freedom pns system is not intended to treat pain in the craniofacial region." Additionally, the patient has lost weight in their face with age which may have caused the device to become more superficial. The stimulator is used to treat pain. The cause of the reported issue is due to off-label use as the device was implanted in the craniofacial region (user error-clinician). Rates reviewed at the most recent complaint trending meeting do not indicate a significant increase in other adverse events issues. Other adverse events issues rates remain acceptably low; thus, a CAPA is not required. Other adverse events issues rates will continue to be tracked and trended.

Event description:
The patient reported their neurostimulator was causing irritation on their skin and slightly protruding. However, it was not protruding through the skin. An explant procedure was performed on (B)(6) 2024 and a new neurostimulator was implanted deeper in the tissue. The patient is ok and recovering from the operation, the device was turned on, they will follow-up again in three months.